Event description:
It was reported that pump displayed malf 9 malfunction with fault ID 0x2097 and there were no notable events before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction happened again.